Event description:
According to the reporter, during procedure, used needle with liver rfa grounding pad. 4 sets of 20 minutes of ablation were performed after 1 puncture, but no break was detected. Impedance started from 100 o, dropped to around 90 and did not go up from there. The output increased to a maximum of 140 w, but no increase in impedance was observed, and the final temperature was around 60 °c. When the output is 120 w or higher, the return electrode high energy error occurs twice. The needle was pinched with a forceps with the tip covered with vinyl, but one part of the vinyl was not long enough, so there was damage to the insulating coating. Peeling was not recognized before grasping with the forceps. The forceps tip was covered with vinyl, but a part of the vinyl was not long enough, so coating got damaged from there. Verifying whether there was a causal relationship between the fact that the impedance did not in crease and the final temperature was low. The piece did not fall into the patient cavity. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: rfapad, rfa grounding pad (serial#: (B)(6)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needle insulation was damaged. Functionally, the troubleshooting found when the handle was removed the device had been as sembled correctly. The resistance was within specification and the needle passed functional testing. The needle failed hipot testing. It was reported that the insulation of the device was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.